Event description:
The customer reported low battery life and off no power alarms for the past couple of weeks. Troubleshooting was performed, but the display was blank when a new battery was inserted. The customer declined further troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the off no power alarm due to the blank display anomaly.